Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for the farawave procedure for persistent atrial fibrillation, there was a hole in the short plastic tubing of the farawave catheter, not the wire lumen. When prepping the catheter noticed fluid leaking in a steady stream. A new device was used to complete the procedure. No patient complications occurred.